Event description:
The facility reports "homechoice displayed priming but no liquid was flushed to the line. No other message was recorded." Noted during use. No patient injury or medical intervention reported per baxter affiliate.